Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a dissection of the rectum procedure, they used the echelon to dissect a piece of colon. It was near the rectum so very deep in the pelvis, it was an open procedure. They used the echelon with a green reload, the surgeon fired the first time. Big force was necessary a "crack" was audible and the following strokes were without action. On the first centimeter the stapler cuts without stapling the staples were lying around. They opened a second device. They had the same problem. The hole in the colon had to be repaired and sutured by hand. The surgery become much longer and the hospitalization will be longer too, because they had to be sure that the hand-anastomosis doesn't leak. There were no adverse consequences for the patient. Additional information has been requested:how is the patient currently?what were the changes in the patient¿s postoperative course?is the patient expected to have a full recovery?what were the patients preexisting conditions(s)?how long was the hospitalization extended?